Event description:
It was reported that an error message was displayed on the implantable cardioverter defibrillator (ICD) for this right ventricular (rv) lead, indicating a short circuit was detected during a shock delivery. This ICD and rv lead remain in-service at this time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).